Event description:
It was reported that the right ventricular lead triggered a lead warning for low impedance. The lead polarity was changed to unipolar and the sensitivity was also changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: imu49jb implantable pacing lead 2001 (B)(6). (B)(4).